Manufacturer narrative:
This complaint was received via user report and has been reported to danish medicines agency all pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a danish medicines agency user report which reported the following information: a customer reported a high readings issue with the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. The customer reported multiple instances in which the abbott libre3 sensor provided significantly higher glucose readings than manual blood sugar measurements with the aveo device (a competitor brand). On one occasion, the libre3 measured 4.7 mmol/l while the manual meter (aveo) showed 2.8 mmol/l, requiring a non-healthcare third-party treatment of juice and food. On the same day, further discrepancies were noted: 15.4 vs 12.9 mmol/l, 12.9 vs 9.2 mmol/l, and 8.4 vs 6.3 mmol/l (libre3 vs aveo, respectively). On 16-03-2026 and 19-03-2026, the readings ranged from 3.5 to 3.6 mmol/l, whereas the manual measurements by ambulance personnel ranged from 2.2 to 2.4 mmol/l. Emergency intravenous glucose was administered, followed by outpatient hospitalization on the first occasion and three days of inpatient care on the second occasion at herlev hospital. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.